Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 8177694. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Our quality team attempted to reproduce the reported event with ten retained samples from the manufacturing facility; however, no defects were observed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that the bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in experienced safety mechanism failure during use. The following information was provided by the initial reporter: material no: 383313, batch no: 8177694. Event description: attempting to start an IV on a pt with a bd saf-t-intima and when I pulled the stilette out the needle was still there and not just the catheter. The needle did not retract with the stilette. I had to take it out and place the IV somewhere else.